Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition.